Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 10mm x 2.50mm, eccentric, restenosis target lesion was located in the moderately tortuous and moderately calcified from proximal to distal right coronary artery. A 12 x 2.50 rebel stent was advanced but failed to cross the lesion. The device was removed from the patient's body and found the distal part of the stent was deformed. The procedure was completed with another of same device. No patient serious injury nor complications were reported and the patient's status was stable.